Event description:
Per the clinic, the patient experienced a loss of osseointegration in 2013 (month and day not reported) resulting in fixture loss.

Manufacturer narrative:
(B)(4). The device is not available for analysis.